Event description:
The customer reported that the ortho provue analyzer reported false negative results. The customer indicated that visual inspection was not performed on the gel cards. The weak reactions were observed on the provue review screen. No erroneous test results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Samples and / or log files were not returned. Therefore, add'l investigation could not be performed. This customer has logged a related complaint against this analyzer regarding a false negative issue. (B) (4)